Event description:
On (B)(6) 2010, the physician implanted a 25mm gore helex septal occluder. On (B)(6) 2012, the pt with a history of seizure disorder and protein c and s deficiency was admitted to the hospital in a non responsive state. She had been switched from plavix and coumadin to lovenox one week prior, for an upcoming dental procedure. The pt had a possible seizure, hyponatremia, and a head CT suggested an acute infarct. A thrombus formation was noted attached to the left eyelet of the device. Approximately (B)(6) weeks later, the thrombus had resolved and the pt had a work up for hyper coagulable state. The device remains implanted.

Manufacturer narrative:
The review of the mfg records verified that this lot met all pre-release specifications. A review of the images stated; on (B)(6) 2010, the physician implanted a 25mm gore helex septal occluder to close a defect. A follow-up exam on (B)(6) 2012, revealed an echogenic mass on the left atrial disc. Interrogations revealed the echogenic mass was attached at the center of the occluder and extended down toward the inferior portion of the left disc. The aortic and atrioventricular valves were functional with no obstruction on the valves. There were no signs of other echogenic mass in the atriums, ventricles, or left atrial appendage. The gore helex septal occluder was identified and remained in good position.